Event description:
During set up for a biopsy procedure, the system had no vacuum. Troubleshooting indicated that the vacuum pump may not be working. The biopsy procedure was rescheduled for the following day. The customer returned the device for eval.